Event description:
It was reported that the ventilator failed pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
The reported issue with failing pre-use check tests has been confirmed during evaluation of received problem description. Ventilator logs and service report were not provided. The ventilator was investigated on-site by our field service engineer. O2 gas module was found defective and it was replaced. After replacement of the o2 gas module, the ventilator functioned properly and was cleared for clinical use. The replaced part was not returned for investigation and since no parts were returned for investigation, the root cause of the event has not been determined. Since no parts were returned for investigation, the root cause of the event has not been determined.

Event description:
Manufacturer's ref. #: (B)(4).